Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when attempting to program an infusion, the device alarmed and stated, "not for human use". Upon visual inspection it was noted that the tamper switch was "pushed in on one side". A new pcu was obtained, and infusion was programmed. There was patient involvement however no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of a system error related to a 132.3000 error code on the pcu was confirmed in review of the logs; however, the error was not replicated during testing. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue. The review of the error log of the suspect pcu sn (B)(6) identified an error 132.3000 (stuck closed failure). The error log indicated that there were 2 malfunctions on (B)(6) 2025, at 1:39 pm. The customer provided an event date of april 04, 2025. Based on the review of the pcu event log retrieved, on (B)(6) 2025, at 1:48 am, an infusion of drug ID 1 (IV fluids) was programmed on pump module sn (B)(6) with a rate of 125 ml/h and a vtbi of 999 ml. From 8:29 am to 8:32 am, an infusion with a rate of 150 ml/h and a vtbi of 975 ml was programmed, then was changed to 125ml/h. At 10:46 am, pump module sn (B)(6) infusion of drug ID 629 (oxytocin) was programmed with a rate of 2 ml/h and a vtbi of 450 ml. At 12:28 pm to 1:00 pm, the rate changed to 4 ml/h then to 6 ml/h on pump module sn (B)(6). At 1:39 pm, the malfunction 132.3000 (stuck closed failure) occurred. At 1:40 pm, the pcu powered on and the malfunction 132.3000 (stuck closed failure) occurred (second time). At 3:28 pm, the pcu powered on, the tamper switch pressed then the pcu turned off. At 3:29 pm, the pcu powered on and turned off. At 3:30 pm to 3:31 pm, the pcu powered on, the tamper switch pressed then the pcu turned off 2 times. The concomitants pump modules were connected to the suspect pcu and were programmed according to the last infusions recorded in the event log, to infuse for 24 hours. While the pump modules were infusing, the tamper switch was pressed several times in an attempt to replicate the incident. The reported issue could not be replicated; when the tamper switch was pressed, only the panel locked and unlocked according to the data set configuration. The infusions were completed as programmed with no errors or interruptions observed during the infusions. Preventive maintenance was performed using asm v12.3 to ensure that the device is operating according to specifications. The tasks were observed to have been completed successfully. Per the bd alaris system error tipsheet, the bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose or volume to be infused (vtbi). Obtain a new pcu. Do not power down until a new pcu is available. Operation will continue on all channels during this time. Programmed settings on the module are not restorable, any current rate, dose and vtbi settings should be noted and recorded prior to powering down the pcu. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department note to repair center: the pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Root cause: the root cause of the reported system error that occurred on the pcu was identified as a 132.3000 (stuck closed failure) error code. During the investigation, it was not possible to replicate error 132.3000; it was only confirmed through the review of the logs. Note that this report lists imdrf annex a070504, g02002, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported when attempting to program an infusion, the device alarmed and stated, "not for human use". Upon visual inspection it was noted that the tamper switch was "pushed in on one side". A new pcu was obtained, and infusion was programmed. There was patient involvement however no harm.